Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The intraocular lens product history records were reviewed and documentation indicates the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A healthcare worker reported a lens missing a haptic during an intraocular lens implant procedure. The lens was cut out and removed. The patient was left aphakic, but returned at a later date for an additional implant procedure. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was returned for analysis, haptic and optic damage was observed. Solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an approved cartridge was used with a handpiece. Not enough information was provided to conduct a review on the cartridge lot. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).